Manufacturer narrative:
Age/date of birth: unknown, has been requested, but not provided. If explanted, give date: not applicable. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that following implant of an intraocular lens, the customer reported poor visual results. Doctor also reported that he noticed horizontal line impressions on the implanted iol surface. Additionally, doctor stated there is no significant residual refractive error but the patient's vision problem is due to horizontal line on iol. No further information was provided. Lens remains implanted at this time.

Manufacturer narrative:
Corrected data: in addition to the initially reported outcomes attributed to adverse event as "other serious", the box for "required intervention to prevent permanent impairment/damage" is also being checked. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received stating that the iol had been explanted. In addition, the cartridge used was 1vipr30 but no lot number was provided as the customer discarded the cartridge pack. Device history records (DHR) and sterilization records were reviewed and there were no non conformances identified. There were no associated nonconformity material reports with respect to order number. There were no environmental monitoring related non conformances within the timeframe the relevant order number was manufactured. There were no process and / or material changes within the order number. Based on the manufacturing record review and historical review no non-conformances were observed. All pertinent information available to abbott medical optics has been submitted. Placeholder.